Event description:
The pt stated that for the past 2-3 months, she has rec'd many occlusions (04) and has had high blood glucose (values not provided). She stated she has had to adjust her basal rates for the past 5-6 months because of what she thought might be hormonal changes due to age. She stated she believes her infusion device is not delivering enough insulin. She stated she switched to her backup infusion device and her blood glucose returned to normal. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.